Manufacturer narrative:
(B)(4). The report of difficulty advancing the guide wire was not confirmed. One guide wire, arrow raulerson syringe (ars), introducer needle, catheter-over-needle and several other components were returned. No damage, defects or anomalies were observed on the returned guide wire. A manual tug test on both ends of the guide wire found both welds intact with no unraveling or separations. Microscopic examination found both welds are typical, full and spherical. The guide wire graphic specifies the length at 600 +/- 4 mm and the diameter at .788/.826 mm. The diameter of the guide wire measured 0.795 mm and the guide wire length was measured at 602 mm. Functional testing was performed by inserting the j-end of the swg into the raulerson syringe/needle assembly four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. No resistance was felt during insertion through the raulerson syringe/needle assembly. The returned guide wire was also inserted through the catheter from the catheter-over-needle assembly without resistance. The instructions booklet provided with the kit, describes suggested techniques for inserting the guide wire. A device history records other remarks: review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.

Event description:
It was reported during insertion, the physician could not advance the guide wire due to the folded wire. As a result, a new set was used for the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the physician could not advance the guide wire due to the folded wire. As a result, a new set was used for the procedure. There was no delay in treatment and no patient death or complications reported.